Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained groin access to the patient and inserted the was along with the versacross connect. While performing the transseptal puncture procedure the physician crossed the septum using the versacross connect wire. The wire was not behaving correctly, and the physician noticed a drop in blood pressure. Imaging showed that there was a hematoma forming in the left atrium. The patient was given protamine immediately and they remained stable. It was then decided to take the patient to surgery to evacuate the thrombus. During surgery the thrombus was successfully removed from the patient. The laa of the patient was ligated and the patient made a full recovery from this event. The patient has since been discharged from the hospital.